Event description:
It was reported the patient underwent an implant of an intraocular lens (iol) in the left optic resulting in hazy vision. Original date of implant was (B)(6), 2006. The patient has been experiencing hazy vision since (B)(6) 2012. It was reported that the patient has a pre-existing condition of glaucoma, which was said to be under control. In addition, it was reported that there is no plan to explant the intraocular lens (iol) at this time. No other symptoms or complications were reported.

Manufacturer narrative:
(B)(4). All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. No deviation or nonconformance (ncr) was reported. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Manufacturer narrative:
The date of this report is being corrected to (B)(6) 2012. The date received by manufacturer is being corrected to (B)(4) 2012. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The specific date of event is unknown. The date of onset is approximately one to two months prior to (B)(6) 2012. All pertinent information available to abbott medical optics has been submitted.